Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer is at school and the school nurse called her stating that the insulin pump received a no delivery alarm. It was also reported that the insulin pump read 403, and the mother states that is not the customer's blood glucose level. No additional information is provided.